Manufacturer narrative:
A company rep examined the system and confirmed the problem reported in the system event log. The pcb was replaced for diagnostic purposes. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A customer reported that the system shut down on its own during a procedure. Pt impact unk. Additional info has been requested.